Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 the system was powered up after being off for two months. The capacity started at 11/16 and was quickly adjusted to 4/16. This would cause a red light emitting diode (led) and battery indication. The log was exported before a recharge could occur so the log cannot confirm the total nominal available capacity (tnac) limit of 9.90 amp hours (ah). During laboratory analysis, the product surveillance technician (pst) observed both batteries to accept charge and maintain its battery backup power for the minimum requirement of 52 minutes.

Manufacturer narrative:
The field service representative (fsr) found both batteries completely dead. He charged the batteries but they would not charge above 9.90 ah. He replaced the batteries. The unit operated to the manufacturer's specifications. The batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the total nominal available capacity (tnac) would not go above 9.90 amp hours (ah). There was no patient involvement.